Event description:
It as reported that during a therapy upgrade procedure, it was noticed that this right atrial (ra) lead exhibited insulation damage. The lead was explanted and replaced during the procedure. No additional adverse patient effects were reported.